Event description:
It was reported that the staple did not fire because it is not loaded during use on the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi hout magnification. Visual examination of the returned sample revealed that the first four staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first four staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The four misaligned staples were removed from the device and the remaining staples were manually realigned. One of the misaligned staples had a gouge in it where the forming tool presses into it. Another attempt was made to fire the device and the next staple was unable to form properly. Per DHR the product visistat 35r 6/box lot # 73a2200356 was manufactured on 01/11/2022 a total of (B)(4) pieces. Lot was released on 01/25/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first four staples appeared to be misaligned. Upon functional inspection, the misalignment of the first four staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending, and the results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple did not fire because it is not loaded during use on the patient.